Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8110 had channel error was not identified during the customer call. Tech support advised biomed to test the channel on the other side of the pcu, as the error was occurring when connected to the left side. Biomed confirmed that the 8110 module functions properly on the right side. Recommended that biomed inspect the iui connectors for any signs of damage or corrosion. Biomed will proceed with replacing the left-side iui connector. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8110 channel error. There was no patient involvement.